Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the probable cause of the residue was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned for inspection. During the evaluation, olympus identified white residue on the control body. No patient involvement.